Manufacturer narrative:
Corrected and or additional information is included in the following sections: a1, d1, h6, h11. E1 - facility name: (B)(6) (aka (B)(6)). A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from 11-oct-2022 to 10-oct-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that main enh hh cubie drawer 3.2 solenoid was frozen preventing the plunger from retracting. The solenoid exhibited brown stains from overheating, but no other visible damage or discoloration was observed. The solenoid was removed and replaced, along with the drawer controller. Drawer 2 was not detected, so the module controller was also replaced, restoring normal function. The system functioned as intended after troubleshooted by the field service engineer.

Event description:
It was reported by the customer that a pyxis medstation es system produced a burning smell.during device inspection, a field service engineer found a drawer solenoid with thermal damage. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the malfunction occurred due to a drawer solenoid that was overheating and brown stains appeared. A field service engineer replaced the solenoid and module controller to resolve, no other thermal damage was observed. The system functioned as intended.

Event description:
It was reported by the customer that a pyxis medstation es system produced a burning smell. During device inspection, a field service engineer found a drawer solenoid with thermal damage. There were no adverse events or injuries reported based on this incident.